Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe chronic pelvic pain") and ovarian cyst ("right ovarian cyst") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis and c-section. Concurrent conditions included salpingitis. In 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (to remove essure device by total hysterectomy /salpingectomy (one side removal of fallopian tube)/). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the dyspareunia, dysmenorrhoea, menorrhagia, depression, anxiety and ovarian cyst outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: procedure was performed well. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dyspareunia,dysmenorrhea,ovarian cyst. Most recent follow-up information incorporated above includes: on 8-jun-2018: pfs received, reporter added, product information added, event added as : bnormal bleeding (vaginal, menorrhagia), psychological orpsychiatric problems condition: depression and mental anguish, salpingectomy (one side removal of fallopian tube), right ovarian cyst. Concomitant and historical condition added incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe chronic pelvic pain") and ovarian cyst ("right ovarian cyst") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included endometriosis and c-section. Concurrent conditions included acute salpingitis and attention deficit-hyperactivity disorder. In 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, 1 year 2 months after insertion of essure, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (to remove essure device by total hysterectomy /salpingectomy (one side removal of fallopian tube)/). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the dyspareunia, dysmenorrhoea, menorrhagia, depression, anxiety and ovarian cyst outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: procedure was performed well. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dyspareunia,dysmenorrhea,ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Concomitant condition added. New event she did not undergo essure confirmation test added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe chronic pelvic pain') and ovarian cyst ('right ovarian cyst') in a 27-year-old female patient who had essure (batch no. B15012) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included endometriosis and c-section. Concurrent conditions included acute salpingitis and attention deficit-hyperactivity disorder. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 for contraception as well as nsaids from (B)(6) 2013 to (B)(6) 2015 and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)/my poor husband feels like he is raping me"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 14 days after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and post procedural complication ("post-removal complication-yes"). The patient was treated with surgery (oophorectomy (one side removal of ovary), and to remove essure device by total hysterectomy /salpingectomy (one side removal of fallopian tube)/). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the depression, anxiety, ovarian cyst and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, ovarian cyst, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: procedure was performed well current weight 175 lbs. Patient received treatment for pelvic pain, dyspareunia, dysmenorrhea, vaginal hemorrhage, menorrhagia and abdominal pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dyspareunia,dysmenorrhea,ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2021: mr received: lot number was added, reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe chronic pelvic pain') and ovarian cyst ('right ovarian cyst') in a 27-year-old female patient who had essure (batch no. B15012) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included endometriosis and c-section. Concurrent conditions included acute salpingitis and attention deficit-hyperactivity disorder. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 for contraception as well as nsaids from (B)(6) 2013 to (B)(6) 2015 and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)/my poor husband feels like he is raping me"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 14 days after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and post procedural complication ("post-removal complication-yes"). The patient was treated with surgery (oophorectomy (one side removal of ovary), and to remove essure device by total hysterectomy /salpingectomy (one side removal of fallopian tube)/). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the depression, anxiety, ovarian cyst and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, ovarian cyst, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: procedure was performed well current weight 175 lbs. Patient received treatment for pelvic pain, dyspareunia, dysmenorrhea, vaginal hemorrhage, menorrhagia and abdominal pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dyspareunia,dysmenorrhea,ovarian cyst lot number: b15012 manufacturing date: 2013/04 expiration date: 2016/04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe chronic pelvic pain') and ovarian cyst ('right ovarian cyst') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included endometriosis and c-section. Concurrent conditions included acute salpingitis and attention deficit-hyperactivity disorder. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6)2013 to (B)(6)2013 for contraception as well as nsaids from (B)(6) 2013 to (B)(6) 2015 and paracetamol (acetaminophen). On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)/my poor husband feels like he is raping me"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 14 days after insertion of essure. On (B)(6)2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6)2014, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and post procedural complication ("post-removal complication-yes"). The patient was treated with surgery (oophorectomy (one side removal of ovary), and to remove essure device by total hysterectomy /salpingectomy (one side removal of fallopian tube)/). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the depression, anxiety, ovarian cyst and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, ovarian cyst, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: procedure was performed well current weight 175 lbs. Patient received treatment for pelvic pain, dyspareunia, dysmenorrhea, vaginal hemorrhage, menorrhagia and abdominal pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dyspareunia,dysmenorrhea,ovarian cyst quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe chronic pelvic pain') and ovarian cyst ('right ovarian cyst') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included endometriosis and c-section. Concurrent conditions included acute salpingitis and attention deficit-hyperactivity disorder. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 for contraception as well as nsaids from (B)(6) 2013 to (B)(6) 2015 and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)/my poor husband feels like he is raping me"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 14 days after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and post procedural complication ("post-removal complication-yes"). The patient was treated with surgery (oophorectomy (one side removal of ovary), and to remove essure device by total hysterectomy /salpingectomy (one side removal of fallopian tube)/). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the depression, anxiety, ovarian cyst and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, ovarian cyst, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: procedure was performed well current weight 175 lbs. Patient received treatment for pelvic pain, dyspareunia, dysmenorrhea, vaginal hemorrhage, menorrhagia and abdominal pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dyspareunia,dysmenorrhea,ovarian cyst quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: pfs received : new events "abdominal pain and post-removal complications" was added. Events "dyspareunia, dysmenorrhea, vaginal haemorrhage, menorrhagia and abdominal pain" outcome updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (to remove essure device by total hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. Compamy causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.